Event description:
Customer had seizure and was hospitalized for low bgs. The cause of low bgs was believed to be excessive insulin delivered by the pump. The customer was not disconnected during the rewind and prime. The customer reported that the pump goes back to rewind after manual injections. Advised the customer to discontinue the pump use.